Event description:
It was reported that system has shown communication errors as many as 5 times per week. No patient injury was reported.

Manufacturer narrative:
This is an intermittent problem. Awaiting customer notification of recurrence, so that system can be evaluated.